Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by tandem technical support to perform a system check and it was discovered that the customer was using humulin insulin. Tandem clinical support informed customer that humulin is off-label per the user guide. The off-label insulin usage caused a blockage in the cartridge. The customer resolved the issue by changing pump supplies and resumed insulin therapy.